Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: a review of the black box indicated that reboots had occurred. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped; the battery cap was unable to maintain electrical connection and power loss was duplicated. A test battery cap was used to complete investigation. Leak testing revealed a battery compartment leak. The pump powered on normally using the test cap with no alarms. The pump was exercised for 24 hours with no further power interruptions occurring. The pump casing was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (battery compartment damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.